Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The root cause could not be identified conclusively because no logfile or other relevant data is available for review. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported severe corneal whiting in a patient's right eye one day post lasik. Vision was reported to be good one day post-operative. After one week of using unknown medication, the corneal whiting is now centrally and vision is reported to be very bad. Upon follow up, symptoms are the same. Doctor is still searching for a way to solve the problem. The patient took manifest refraction for a second opinion. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.